Manufacturer narrative:
A product investigation is in progress.

Event description:
Pieces of the tampon left behind [foreign body in reproductive tract]. Parts of the tampon had come off [device breakage]. Consumer sent e-mail stating that parts of the tampon had come off, and pieces were left behind. No serious injury was reported.

Manufacturer narrative:
30-mar-2021, product investigation results: no failure could be identified as a result of the investigation.

Event description:
Pieces of the tampon left behind [foreign body in reproductive tract]. Parts of the tampon had come off [device breakage]. Consumer sent e-mail stating that parts of the tampon had come off, and pieces were left behind. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Pieces of the tampon left behind [foreign body in reproductive tract], parts of the tampon had come off [device breakage]. Case description: consumer sent e-mail stating that parts of the tampon had come off, and pieces were left behind. No serious injury was reported.